Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the ventricular assist device (vad) ((B)(6)) was returned for evaluation. One (1) controller ((B)(6)) and one (1) battery (unknown serial number) were not returned for evaluation. A review of the device history record confirmed that the associated pump met all requirements for release. A review of the device history records for the controller and battery was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the battery serial number is unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned pump revealed abnormal wear and damage to the coating finish on the center post and on the inner diameter of the impeller. Dimensional verification performed revealed that the spring rate measurement was found to be outside normal operating ranges. Functional testing was not completed to prevent further damage; however, review of the magnetic scanner system results revealed abnormal magnetic sum data, indicating that the magnetic field of the inner bearing sub assembly was compromised. Pathological evaluation of the returned pump did not reveal any evidence of thrombus within the pump. Additionally, an audio file provided by the site revealed an abnormal sound from the pump during use. Log file analysis revealed power consumption was within normal operating range and no alarms were recorded. Log file analysis revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2025 at 12:36:06, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that a battery with an unknown serial number was connected to power port one (1) and that (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Of note, the unknown battery serial number was recorded as ¿0¿, which indicates that the battery was in a sealed state condition. As a result, the controller is unable to obtain a s erial number when communicating to the battery. However, the sealed state does not impact normal operation of the battery. As a result, the reported controller loss of power event and the reported ¿grinding noise¿ were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the information available, the device may have caused or contributed to the reported event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Based on the investigation conducted, the most likely root cause of the reported pump noise event, the observed abnormal spring rate and magnetic sum data measurements during testing, abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly. The local demagnetization compromised the forces between the impeller and the center post, thus leading to sporadic friction between the two components. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization. CAPA pr00510718 investigated demagnetization of the inner bearing assembly. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed sealed state battery. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system - battery. D4: model #:1650, catalog #:1650, expiration date, serial or lot#. D9: no. H3: no. H4: mfg date. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: con428504 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient disconnected the power sources while at home. It was also reported that the patient was hospitalized due to pump thrombosis, and the patient received a heart transplant. The controller was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6), one (1) controller (B)(6) and one (1) battery (unknown serial number) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the battery serial number is unknown. Log file analysis did not reveal any anomalies involving the pump within the analyzed period; power consumption was within normal operating range and no alarms were recorded. Log file analysis revealed a controller power up event, with an associated motor start event, logged on 22/sep/2025 at 12:36:06, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that a battery with an unknown serial number was connected to power port one (1) and that (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Of note, the unknown battery serial number was recorded as ¿0¿, which indicates that the battery was in a sealed state condition. As a result, the controller is unable to obtain a serial number when communicating to the battery. However, the sealed state does not impact normal operation of the battery. Additionally, an audio file provided by the site revealed an abnormal sound from the pump during use. As a result, the reported controller loss of power event and the reported ¿grinding noise¿ were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the information available, the device may have caused or contributed to the reported event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Based on the risk documentation, the reported "grinding noise" may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: serial or lot#: h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0; d4: model #: 1420 / catalog #: 1420 / expiration date:30-jun-2025 /serial or lot#: (B)(6). D9: no; h3: no; h4: mfg date: 17-jun-2024; h5: no; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a grinding sound was identified with the ventricular assist device. Additionally, during the review of the log files it was noticed that the controller exhibited loss of power. The vad and controller remain in use.  No patient complications have been reported as a result of this event.